Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 385 mg/dl and 471 mg/dl. The customer was treated with manual shots and stop the pump all together. The customer declined troubleshoot high blood glucose. The insulin pump will not be returned for analysis.